Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer's blood glucose level was 426 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. Customer is unable to remove/change set at this time. The customer was assisted with troubleshooting and the device passed the test functions. The customer did not return the product back for analysis.